Manufacturer narrative:
H3: product analysis: product: 6550017, lot: k24f1188 visual and microscopic examination confirmed that the instrument was bent. This is consistent with bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an event which occurred post a l2-l5 olif+pps procedure in a patient diagnosed with lumbar spinal stenosis. It was reported that on the day after surgery, the distributor notified that deformation of the tab was observed when the instrument was retrieved for return and the movement of the joint in the anterior rack mount was less smooth (stiffer) than usual. There was no patient symptom reported. There were no further complications reported regarding the event.